Event description:
A report was received that the patient was having difficulty charging due to ipg settling deep in the buttocks. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient had charged the ipg before the revision. However, the day of the revision, the remote displayed "charge stimulator soon" and at that point the physician decided to replace the ipg. The patient is reportedly doing well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging due to ipg settling deep in the buttocks. The patient will undergo a pocket revision procedure.